Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the connections to the power supply ps3 were loose. All connections were secured. Additionally, it was determined that the fluoro function board was mounted incorrectly allowing part of the case to touch the board in different system positions altering operation. The circuit board was mounted correctly and the case reattached. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800's arm would not move vertically. There was no adverse pt involvement reported. There was no pt information reported.